Event description:
Healthcare professional reported the reason for device opened & discarded/destroyed was noted as ¿dropped and contaminated.¿ healthcare professional later reported reason for "contaminated" as "patient with left breast skin are soft tissue infection, fluid contained within implant pocket." Device did not touch the patient, and surgery was completed with a replacement device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.